Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages and volume error warnings during dwell 3 of 5 of pd treatment. Patient was able to clear the warnings and complete treatment. Patient discovered a fluid leak inside of the cassette door of their cycler on the cassette and in the pump module area after completing their pd treatment. The leak was discovered when the patient removed the cycler set cassette from the cycler. In a follow up, the patient¿s pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. During simulated treatment setup, an air detected in cassette alarm occurred. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. There was fluid in the hp2 filter of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. After replacing hp2, a simulated treatment post- accelerated stress test 2 hour 15 min 8500 ml test was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and found the disinfection form marked "fluid leak" by failure analysis 05/11/2021. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages and volume error warnings during dwell 3 of 5 of pd treatment. Patient was able to clear the warnings and complete treatment. Patient discovered a fluid leak inside of the cassette door of their cycler on the cassette and in the pump module area after completing their pd treatment. The leak was discovered when the patient removed the cycler set cassette from the cycler. In a follow up, the patient¿s pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.